Manufacturer narrative:
This complaint has been identified as a duplicate of MFR report #: 3003916417-2022-00207. This complaint and the initial MDR submission associated with it, (MFR report #: 3003916417-2022-00208), may therefore be disregarded. H3 other text : see h10.

Event description:
It was reported that the bd syringe 3ml bd luer lock experienced difficult plunger movement. The following information was provided by the initial reporter: dr complains that the syringes are hard, difficult to handle.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the bd syringe 3ml bd luer lock experienced difficult plunger movement. The following information was provided by the initial reporter: dr complains that the syringes are hard, difficult to handle.